Event description:
Per the clinic, the patient experienced an infection which was treated with topical antibiotics post-op. The patient was also placed under general anesthesia on (B)(6) 2023 for an explant surgery.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.